Event description:
The sheath split apart while physician was slitting it. This happened with another sheath the same day as well. Lot number of this device is unknown. Should additional information be received, this file will be updated.

Manufacturer narrative:
Lot number is unknown so manufacture date can not be provided. Upon receipt, the selectra hook-55 was found severed into two pieces. All parts were received for analysis. The handle piece was separated from the catheter tube. The inspection of the catheter demonstrated a helical cutting line along the catheter. The morphology of the cutting line indicates that the slitter tool deviated from the longitudinal direction resulting in mechanical stress, which most likely led to the described tearing off of the catheter tip.the used slitter tool was not returned for analysis. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process.the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products sensitively in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.